Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 1098mg/dl on (B)(6) 2018. Customer states that battery cap would not stay in insulin pump. Customer had symptoms like nausea, lightheaded. Customer was not wearing insulin pump for less than 48 hours prior to hospitalization. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.